Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an out-of-range shock impedance measurement of 125 ohms. Technical services (ts) recommended programming changes. No adverse patient effects were reported. This lead remains in service.